Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The log files confirmed the issue. No odor was detected during visual inspection of the device. The root cause of the event was determined to be a defective driver board. After replacing the driver board, the device was released back into use.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "technical failure tf 431002 (blowerdisconnected) and a burning smell was noticed)". The log files indicated that the device switched to ambient mode, technical failure tf 485001 (ambient failure detected). This occurrence was noticed during the pre-operational check. The ventilator device got replaced in the pre-operational stage. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "technical failure tf 431002 (blower disconnected) and a burning smell was noticed)". The log files indicated that the device switched to ambient mode, technical failure tf 485001 (ambient failure detected). This occurrence was noticed during the pre-operational check. The ventilator device got replaced in the pre-operational stage. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.